Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as it exhibited high capture thresholds, likely due to physical damage on the electrode end. The lead was removed prior to pocket closure and a new lead was used to complete the procedure. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant as it exhibited high capture thresholds, likely due to physical damage on the electrode end. The lead was removed prior to pocket closure and a new lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no conductor issues but noted silicone insulation slightly bunched in the neck region. Resistance testing found the lead was electrically continuous, therefore the electrical or physical allegations were not confirmed.